Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient lost their eyesight, associated with an unspecified issue with the pump. Reportedly, the patient was given unspecified treatment by emergency medical personnel. During troubleshooting with customer technical support, the patient stated, "I haven't used a pump for a few years now as I have lost my eye sight as a results of it malfunctions". No previous adverse event complaints were noted. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced a loss of vision, and the pump could not be ruled out as a contributing factor.